Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+1.0/108 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2024. The lens was explanted on (B)(6) 2024, due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.